Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No drive/motor anomaly, unexpected motor noise anomaly or rewind anomaly noted. The motor was tested outside of the device and passed. All buttons function properly. No unresponsive buttons or button error alarm noted. During visual inspection, the keypad connector on the lcd was found locked properly. Device had scratched reservoir tube window. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump button was not responsive. Customer's blood glucose level was over 200 mg/dl. Customer reported that the insulin pump rewinds slower and louder. The insulin pump will not be returned for analysis.